Event description:
The patient experienced hypertonia and increased pain. They were unable to withdraw csf through the catheter access port. The pump and catheter were replaced. There was no patient injury. The patient recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.